Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID d154vwc implantable cardioverter defibrillator (ICD):  implanted: (B)(6) 2008, explanted: (B)(6) 2013. (B)(4).

Event description:
It was reported the patient developed (B)(6) bacteremia. The device and lead were removed and have not yet been replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4). The partial lead was returned in segments, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.